Event description:
The user facility reported that the tr band became deflated during use following a procedure. Follow up communication confirmed that: the tr band was placed following a catheter procedure; the tr band was found to be deflated once patient was back in the ward; internal hemorrhage occurred on the patient due to insufficient hemostatic pressure with the involved tr band; and the tr band was changed out and worked with no issues.

Manufacturer narrative:
(B)(4). The involved device was received by the manufacturing facility in (B)(6) for evaluation. Visual inspection upon receipt did not find any anomaly, such as a cut on the balloon surface or a break on the tube, which would have contributed to the reported air leak in its appearance. A leak test was preformed and a leak was noted at the air injection port. The air injection port was disassembled for further inspection. A translucent substance was found to be adhering on the air tightening area of the rubber tip. Qualitative analysis of the foreign substance using ftir demonstrated that it was of a nylon made material which is consistent with the fastener. The foreign substance was compared with the loops on the velvet side and the hooks on the hard side of the fastener and confirmed to be very similar to a piece of hook on the hard side. The production lot number of the involved device is unknown. Therefore, evaluation of device history records is not possible. While the cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample got deteriorated in its air tightness performance due to a foreign substance being caught in the air sealing area between the rubber tip and the outer cylinder of the one way valve, resulting in the reported air leak. The labeling does address the potential for deflation in the instructions-for-use with statements such as: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).